Manufacturer narrative:
Concomitant medical products: item number 42522200412, persona uc ve articular surface, lot number 63057892; item number 42532006402, persona stemmed 5-degree tibia, lot number 63235981.

Event description:
It was reported that following a total knee arthroplasty, the patient underwent a revision approximately nine months post implantation due to loosening.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of revision operative notes. Revision operative notes reported the femoral and tibial components were loose and came off with one blow of the mallet. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.